Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose was 131 mg/dl. Customer was able to clear the alarm but the found the motor power supply voltage error. Customer was not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 41 during the rewind sequence of the displacement test. Motor was tested outside of the device and passed, problem isolated to electrical board . No device test failed alarms noted during testing.